Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced high blood glucose levels. The customer's blood glucose was 500 mg/dl. The customer stated that the high blood glucose did not result in any serious injury or hospitalization. The customer stated that the cause of the high blood glucose was that she was having trouble with performing a manual injection. Advised that reservoirs and infusion sets would be sent. Nothing further reported.